Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of occlusion and perforation, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself, the inability to initially treat the perforation and/or the overall condition of the patient may have contributed to these reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately one month post implantation of a 3.0 x 12 mm graftmaster stent to treat a perforation in the mid left anterior descending artery (lad), the 3.0 x 12 mm graftmaster was noted to be occluded via angiography. An unspecified guide wire was attempted to be crossed to treat the occlusion, but was unsuccessful. The perforation, which had been previously sealed by implanting the 3.0 x 12 mm graftmaster, became re-opened during this attempt to cross the unspecified guide wire. To treat the perforation, a 3.0 x 16 mm graftmaster was attempted, but could not cross through the previously placed 3.0 x 12 mm graftmaster stent. The perforation was sealed by prolonged balloon inflations with and implantation of another stent to treat the occlusion of the 3.0 x 12 mm graftmaster. No adverse patient sequela were reported. No additional information was provided.